Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable stimulator (ins). A clinical diagnosis of a loss of pain relief was reported. The device diagnosis was not applicable. The patient reported a loss of pain relief on (B)(6) 2017. X-rays performed on (B)(6) 2017 determined there was no migration of the leads. The event resulted in an unscheduled clinic or office visit and the entire system was reprogrammed on (B)(6) 2017. On (B)(6) 2017, the patient reported pain relief from the device had improved after the reprogramming. The event resolved without sequelae. The event was related to the device or therapy, specifically due to programming. Of note, the final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.